Event description:
Physio-control engineers are investigating the hi-pot test failures associated with the cracked epoxy on the k1 relays located on the lp cr plus/express alonzo pcba's. Potentially, in an extreme case, the unit could fail to deliver therapy if necessary. There has not been any patient use associated with this reported issue.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.